Event description:
It was reported that the pin fell out of graspers during procedure and now will not open/close. The pin is nearly microscopic in size. An attempt was made to remove the pin under direct visualization with a separate grasper but was lost in the removal process.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).